Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing and infusion set tubing. The customer delivered insulin to address the air bubbles. Customer's blood glucose level ranged between 200-300 mg/dl. Tandem technical support reviewed the load sequence with the customer.